Event description:
It was reported that during a safety inspection, the analyzer for the programmer was found to be "out of boundaries." The analyzer was returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found the battery voltage was low. The device did pass all incoming functional tests. Analysis could not duplicate customer complaint.